Manufacturer narrative:
Examination of the reported devices was not possible as they was not returned to depuy. A search of the complaints databases finds no other reported incidents of infection against the product and lot code combinations since their release to distribution. It is known the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2006. Patient is not, at this time, aware of the precise timing of his injury, but states that said injury is ongoing and continuing in nature. Elevated levels of chromium and cobalt were mentioned. Patient was revised on or about (B)(6) 2010.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability the patient was revised on (B)(6) 2010 for infection. The revision operative note indicated metallosis on the taper, osteolysis, and a fractured proximal femur during removal of the stem. Prostalac was then placed. The patient was reimplanted on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.